Event description:
As described on the medwatch report received from the hospital: the pt had cervical stenosis at c4-5 and c5-6 and on the evening of the event underwent an anterior cervical fusion. During the operative procedure the caspar retractor drill bit broke off within the vertebral body. The device could not be retrieved without causing major distruction of the c4 body to the point that a corpectomy or massive fusion would be required.